Event description:
A nurse reported that a patient presented with inflammation one day following a cataract extraction procedure with an intraocular lens implant. The nurse reported that the patient was treated with medication and the inflammation resolved. She stated the surgery center has checked for possible factors leading to the inflammation. In addition, the administrator for the facility reported that the facility is a multi-surgery clinic but do not mix cleaning with other operative instruments. In a follow-up, the surgeon reported that, in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).